Event description:
Boston scientific received information that during a device interrogation, this programmer was not able to establish telemetry with the device. An internal noise was heard from the programmer, indicating a possible short circuit in the programmer hardware. A strong burning smell was observed. There was no impact on the patient or implanted device; no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that had become damaged, resulting in the reported clinical observations. Following repair of the unit, this programmer operated as expected.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.